Event description:
The ge oec 9800 fluoroscopic x-ray system rebooted during a case.

Manufacturer narrative:
A ge oec service representative investigated this issue and made the necessary repairs. The single board computer was reset and a high voltage cable controlling the collimator was replaced. The system was tested and found to be operating as intended and returned to the customer. There was no adverse effects to any patient and the facility was unable to provide any further patient information.